Event description:
It was reported that the beside nurses noticed a driveline disconnect message on the screen on the morning of (B)(6) 2025. However, the message could not be seen as many pulsatility index (pi) events were reported. The patient denied any accidental driveline disconnection. It was thought that the bedside nurse may have misread the information and it stated, "power cable disconnect" instead. No troubleshooting was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the submitted log files did not confirm data consistent with a pump stop. The controller event log file contained events from 18feb2025. The file did not capture events from the reported event date of 17feb2025. Of note, several pi events were captured within a short period, which would have overwritten older events per design. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the patient handbook are currently available. Section 2 of the IFU and section 2 of the patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook contain information on all system controller alarms, including driveline disconnect alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the IFU, ¿introduction¿, provides an explanation of pump parameters, including pulsatility index (pi). Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pi. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. Section 4 of the IFU also states that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. No further information was provided. The manufacturer is closing the file on this event.